Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy and bilateral salpingectomy') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included paratubal cyst and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: pathology report. Specimen: sp type: uterus/tub ¿ as reported gross description: representative first fallopian tube including entire fimbria representative second fallopian tube including entire fimbria final diagnosis. A uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine weight : 160 grams. Cervix: cervical transformation zone mucosa is present. Negative for dysplasia. Endometrium: secretory phase endometrium. Serosa: focal endometrioid glands and stroma suggestive of endometriosis. Metallic coil consistent with essure device. Second fallopian tube: benign paratubal cyst. Metallic coil consistent with essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy and bilateral salpingectomy') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included paratubal cyst and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: pathology report specimen: sp type: uterus/tub ¿ as reported, gross description: representative first fallopian tube including entire fimbria, representative second fallopian tube including entire fimbria. Final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine weight : 160 grams. Cervix: cervical transformation zone mucosa is present. Negative for dysplasia. Endometrium: secretory phase endometrium. Serosa: focal endometrioid glands and stroma suggestive of endometriosis. Metallic coil consistent with essure device. Second fallopian tube: benign paratubal cyst. Metallic coil consistent with essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-nov-2021: medical record received: event injury nos replace with medical device removal, reporter information, medical history and removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.